Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed proper sensing during the ventricular fibrillation (vf) episode, but that prior to the onset there was oversensing. There was post pace oversensing and oversensing during valve motion timeframe. Also, the left ventricular (lv) lead exhibited "excessively" high thresholds and the fixation of the lv lead was not assured. Both leads remain in use. No patient complications have been reported as a result of this event.